Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that during an angioplasty treatment procedure of the arm, balloon shaft fracture difficulties were encountered. The customer stated that, "when withdrawing the balloon through the sheath, the balloon in the underline shaft broke separating from the proximal shaft. The balloon and the shaft and the sheath were removed as a system and there were not patient complications. Patient is fine." The physician did not have any difficulty inflating the balloon, and was able to inflate the balloon on the first attempt. The balloon was inflated to 18atms. The physician did not have any difficulty deflating the balloon, and the balloon did not burst prior to detachment.